Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that during a follow up two episodes of noise was seen on this right ventricular (rv) lead marked as ventricular tachycardia (vt) and ventricular fibrillation (vf). No pacing inhibition occurred as the patient was not dependent. Provocation maneuvers did not reproduce noise and all measurements were within normal range. A review of the save to disk was needed to access the lead for a possible extraction/replacement. The lead remains implanted. No adverse patient effects were reported. A review of the device data by technical services (ts ) were able to only comment on two episodes available due to storage reasons. Both episodes showed artifacts on the right ventricular channel which were subject to oversensing. Ts noted that if artifacts can be recreated by movement maneuvers or manipulation a lead replacement was recommended. Ts also noted that artifacts were also need on the shock channel. Ts noted that the artifacts present in the episode did not appear as being related to a myopotentials only. Ts discussed performing the shock lead integrity as well. Ts noted that if movement maneuver do not reveal any findings and both high energy shocks can be delivered successfully, following the patient on latitude should be considered. Additional information toed that two synchronous shocks were performed after the patient was brought in for integrity testing. After the test all measurements were normal. Normal follow up were scheduled.